Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6)-year-old female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30), via reusable pen (humapen luxura), subcutaneously, for the treatment of diabetes mellitus, beginning on (B)(6) 2020; dosage regimen was not provided. Although she received pen education from the pharmacist, she did not try to release the first dose. When she started to take her first dose, on (B)(6) 2020, she found that when she pressed on the injection button, no medication was released and there was something broken inside the humapen luxura. Additionally, the screw was broken. On (B)(6) 2020, her blood glucose level was 600 mg/dl, and when they looked at the cartridge, they found that it was still full. She changed the needle and tried to adjust the dose and tried the humapen luxura again, but no medication was released (product complaint (B)(4)/ lot number unknown). The event blood glucose increased was considered serious due to its medical significance. Information regarding corrective treatment and outcome of the event was not provided. Human insulin isophane suspension 70%/ human insulin 30% therapy was continued. The patient was the operator of the humapen luxura and her training status was not provided. The humapen luxura model and suspect humapen luxura duration of use was of one day. The action taken with the suspect humapen luxura was not provided and its return was not expected. The reporting consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30% treatment or the humapen luxura. Edit 09nov2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting and added contact log accordingly. No new information added. Edit 12nov2020: added UDI number of (B)(4) for humapen luxura hd device.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 02dec2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that when using her humapen luxura hd, she found that when she pressed on the injection button, no medication was released and there was something broken inside, and the injection screw was broken. A pharmacist clarified that the cartridge holder was broken. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 59-year-old female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30), via reusable pen (humapen luxura hd), subcutaneously, for the treatment of diabetes mellitus, beginning on (B)(6) 2020; dosage regimen was not provided. Although she received pen education from the pharmacist, she did not try to release the first dose. When she started to take her first dose, on (B)(6) 2020, she found that when she pressed on the injection button, no medication was released and there was something broken inside the humapen luxura hd pen. Additionally, the screw was broken. On (B)(6) 2020, her blood glucose level was 600 mg/dl, and when they looked at the cartridge, they found that it was still full. She changed the needle and tried to adjust the dose and tried the humapen luxura hd pen again, but no medication was released (product complaint (B)(4)/ lot number unknown). The event blood glucose increased was considered serious due to its medical significance. Information regarding corrective treatment and outcome of the event was not provided. Human insulin isophane suspension 70%/ human insulin 30% therapy was continued. The patient was the operator of the humapen luxura hd pen and pen education was provided via a pharmacist. The humapen luxura hd pen model and suspect humapen luxura hd pen duration of use was of one day. The action taken with the suspect humapen luxura hd pen was not provided and was not returned to the manufacturer. The reporting consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30% treatment or the humapen luxura hd pen. Edit 09nov2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting and added contact log accordingly. No new information added. Edit 12nov2020: added UDI number of (B)(4) for humapen luxura hd device. Edit 25-nov-2020: upon review of the initial information, the name of the device was corrected in narrative from humapen luxura to humapen luxura hd pen. Update 02dec2020: additional information received on 02dec2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for pc (B)(4) with an unknown associated lot of a humapen luxura hd device. Corresponding fields and narrative updated accordingly.